Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level reached 21.5 mmol/l (387 mg/dl), while wearing the pod between 1 and 4 hours on the back. The lg reported the pod leaked insulin, and therefore they had to change it early. The patient was able to continue treatment with a new pod and bg levels lowered back to normal.